Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient developed right heart failure requiring a tandem rvad post lvad implantation. The patient developed a hemorrhagic cerebrovascular accident (cva) ten (10) days after the rvad implantation. Stroke (hcva) and bleeding are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device which is used for treatment remains implanted and therefore is not available for analysis.

Manufacturer narrative:
The patient was on a heparin drip (25,000 units) when the cerebral accident (cva) occurred. Mean arterial pressures (maps) were 76-83 and the heart rate increased from the 70s to 155-170 in the afternoon. The last dose of heparin was given at 9pm and then it was discontinued. The heart rate was 155 with a map of 70 at 11pm with return of heart rate back to normal by 4pm the following day. Hemorrhagic cva was confirmed by CT the day after the symptoms. With follow-up investigation it was reported that presently the symptoms have resolved. A review of the complaint data was completed for this patient. There were no previous complaints for this patient. There is no record of previous servicing for this patient.

Event description:
It was reported that post lvad implantation there was right heart failure requiring extracorporeal membrane oxygenation (ECMO) when patient was out of the operating room. Two days later, tandem rvad was placed. Twelve days post lvad implantation, the patient had a small left thalamus hemorrhage. Six days later, the patient started responding and following commands; however, the patient remained intubated and had a bronchoscopy for flash pulmonary edema. Fresh frozen plasma was given for a high inr. Medications include milrinone, albuterol, and viagra and attempting to wean the tandem vad.